Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The patient just had a new implant and had extreme pain at the implant site. Also, there was discomfort in the vaginal area like an ache. She was still leaking since the implant. There was a poor communication screen on the patient programmer. The patient had taken some tylenol 3 and the pain was starting to feel better. They had a follow-up appointment in three weeks. It was further reported by the patient on (B)(6) 2015 that she still was not able to communicate using her programmer. The patient spoke with the manufacturer representative (rep) on either (B)(6) 2015 or (B)(6) 2015 and was instructed to turn stimulation off until their body healed. However, she was unable to do so because the programmer was not connecting with the implant. There was still a lot of bruising in the area. Also, the manufacturer representative (rep) reported on (B)(6) 2015 that they had no information post implant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, the event will be updated. It was later reported by the healthcare provider that the troubleshooting performed related to extreme pain at implant site, discomfort in vaginal area, urinary incontinence and poor communication on programmer was the patient program changed and patient reeducated repeatedly. The cause of the extreme pain at discomfort in vaginal area, urinary incontinence and poor communication on programmer was lead bent. It was reported that battery and programmer off.